Manufacturer narrative:
(B)(4). Batch # t5d33k. Additional information provided: the surgeon was asked to provide an overview of the event. The surgeon briefly explained the event and commented that ¿I¿m guessing my problem was the tissue was too thick.¿ the surgeon explained that he normally does not fire if tissue is too thick with a manual device. Follow up questions were asked by pms and medical safety. When asked if there was any difficulty attaching the anvil, the surgeon replied ¿no.¿ he also stated that the device was not difficult to close but was difficult to remove. When asked how many revolutions the device was opened, the surgeon noted that he did more than the recommended turns. He ¿unlocked twice and it did not let go.¿ he commented that from previous experience, another half to whole turn more typically "does the trick." When he did that, the anvil stayed in and the device came out. He stated, ¿I believe I did four or more turns and that is what caused it to disconnect.¿ when asked if the green checkmark was visible after firing, the surgeon responded that it was. When asked about the donuts, he responded that there were no donuts, however, it was discussed that the donuts may have been on the anvil side. After the device was removed, the procedure was converted to open. The anastomosis was resected and the anvil was removed. When asked about bowel prep, the surgeon stated that the patient was bowel prepped, but that it was not a good prep. Device evaluation summary: the analysis results found that the cdh29p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. Also, the complaint states the anvil was ¿dropped¿ prior to firing. An inspection of the anvil found no observable damage. Upon receiving the anvil, we were unable to attach anvil to trocar due to anvil shaft being filled with fecal matter. After removal of fecal matter from anvil shaft anvil attaches as intended. No issues could be found with the anvil or anvil attachment, removal, or unintended detachment. To further ensure conformity of performance the device was tested in the tissue lab. In this testing the device fired as expected and formed the staples as well as completely cut the test tissue and the breakaway washer without incident for each firing. The staple line was complete, and the staples appeared to be well formed in the tissue for each firing. Note 1: upon receiving the anvil, unable to attach anvil to trocar due to anvil shaft filled with fecal matter. After removal of fecal matter from anvil shaft anvil attaches as intended. Note 2: staple pocket, knife area completely impacted with fecal matter cleaned before firing the device. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information provided: the indication for surgery was a sigmoid resection for cancer identified two weeks prior via colonoscopy. There was no prior radiation. The patient had not properly done bowel prep making for a tougher procedure. The robotic stapler with 3 black 60mm reloads was used to cross the bowel. They were tougher transections with the robotic stapler pausing multiple times for compression during the firings. The sales rep commented that it was very unusual to see black reloads on sigmoid. When it came time to use the powered circular stapler, the anvil was accidentally dropped on the floor. The surgeon made the decision not to flash sterilize it and use it as it was being placed in bowel that was contaminated with stool. The anvil was secured with a purse-string suture. Due to the amount of stool, they used a bulb pump and irrigation to attempt to flush out the rectum. Stool was running down the table and onto the floor. When they inserted the powered circular stapler, they had the stapler as far in as possible, but still could not get to the linear staple line due to what the sales rep believed was the amount of stool. The assistants grabbed graspers and pushed down in an attempt to get past the stool. When they were finally able to advance the trocar to connect the anvil, they had difficulty attaching the anvil. Tissue was getting into the locking mechanism when attaching the anvil. They had to ensure tissue was below the orange line and then that the orange line was covered when the anvil was attached. It took two times, but they finally did get audible feedback that the anvil was attached. The device was compressed down into the green window and fired per the IFU. They did not hear a crisp crack but did get a green checkmark. The sales rep instructed to open the device two full 360-degree revolutions, rotate, and fishtail out. However, the device would not remove. The rep stepped out at that point to call for removal assistance. When he returned, the device was out but the anvil remained in the patient. It was unknown if they opened the device more after he left the room. The anastomosis was leak checked with the anvil in and there was a small leak. The sales rep could not see staples but the anastomosis was holding together; tissue was not wide open so it was assumed that it did staple but there was a small leak. The procedure was converted to open and the anastomosis was reconstructed using contour and an ecs29a. Additional information was requested and the following was obtained: what specific troubleshooting steps were taken to remove the device? Approximately how many total 360 degree counter-clockwise revolutions of the adjusting knob were used to open the device? Response: I stayed on IFU an instructed him to perform two 360 rotations of the knob to loosen. I the. Asked if he saw a green check mark. I asked him to perform a 90 degree and a 90 degree fish tail to remove the device. More than two 360 turns was performed the exact amount is unknown. This what the surgeon indicated to me and my rsm on further follow up. He typically may loosen the stapler more to provide traction to help with stapler removal

Event description:
It was reported that during a sigmoid resection procedure, stapler was fired with a successful check mark in green. The surgeon performed two, 360-degree revolutions and the anvil was stuck. After twisting the device, it came free without the anvil. Later it was seen attached to anastomoses. Prior to firing anvil was dropped and they had difficulty attaching the anvil. Still a click was heard, and the orange portion was covered. They converted to an open procedure and completed with the ecs29a manual stapler. The procedure was delayed for one hundred and twenty minutes. The anvil was stuck in the patient when the stapler was removed.